Event description:
Reference manufacturer report# 3004209178-2012-02621. The patient experienced a loss of therapeutic effect. The parkinson's disease symptoms have been worse over the last 2-3 weeks. Therapy has never been exceptional for him. He has falls but does not attribute it to therapy change. The impedance measurements were greater than 2,000 ohms with: c, 0, 1, 2, and 3. There appeared to be an open circuit with c0 and c2. Additional information has been requested.

Manufacturer narrative:
Extension model 748251, serial# (B)(4), implanted: 2005 (B)(6), explanted: extension model 748251, serial# (B)(4), implanted: explanted: lead, model 3389-40, lot# j0537527v, implanted: 2005 (B)(6), explanted: lead model 3389-40, lot# j0537527v, implanted: explanted. (B)(4).

Event description:
Follow up information received clarified that the impedances measurements were high but not out of range. The patient was reported as doing fine with no issues with the therapy. If additional information is received, a follow up report will be sent.